Event description:
It was reported that while setting up the lab the cardiosave intra-aortic balloon pump (iabp) was recognized to have a touch screen malfunction. It is unknown if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while setting up the lab the cardiosave intra-aortic balloon pump (iabp) was recognized to have a touch screen malfunction. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site and evaluated the unit. He could not duplicate the issue. As a precaution he replaced touchscreen assy,12.1", assy, display top lcd rohs, kit, display monitor to video gen board.

Event description:
N/a.

Event description:
It was reported that while setting up the lab the cardiosave intra-aortic balloon pump (iabp) was recognized to have a touch screen malfunction and is not responsive. There was no patient involvement reported.

Manufacturer narrative:
Corrected data: b5, h6 (problem code). Updated data: b4, g3, g6, h2, h10, h11.